Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the system gave an exclamation point error message at start up (no boot). This resulted in a loss of imaging functionality. System functionally was recovered with a reboot. There is no report of injury or death associated with this event.